Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause. Please see the description for more information regarding the specific circumstances of this event. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system stored several untreated episodes showing oversensing. The device was programmed to the primary vector at the time. A review of device data by technical services showed noise in the untreated episodes were non-cardiac signals, consistent with a sense b node issue, caused by incomplete lead insertion, an impaired lead, or other impairment of the lead contact in the device header. Technical services recommended a high resolution x-ray to verify complete insertion of the terminal pin into the device header as well as additional troubleshooting to recreate the signals. It was noted the atrial fibrillation (af) episodes were appropriate and showed no noise artifact. The field representative reported that the sense vector was reprogrammed to secondary, as this vector does not use the sense b node. No adverse patient effects were reported.